Event description:
It was reported that the patient had pain at the ipg site and intense burning sensation in the abdomen. It was also noted that the patient experienced overstimulation. The patient was admitted to the hospital.